Event description:
This report is being filed as an adverse event soley to comply with the FDA's blood loss policy. At the end of a routine home hemodialysis treatment, the operator re-configured the cartridge in order to perform rinseback. Arterial air alarms occurred when rinseback was initiated that could not be resolved. Manual rinseback was attempted, but the blood in the cartridge circuit clotted, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
Air was most likely introduced into the cartridge circuit as operator connected the arterial line to the saline line for rinseback. The cycler alarmed appropriately. There is no evidence of a device malfunction. The user's guide provides adequate instructions for air removal and for rinseback. The user's guide states that the risk of clotting in the filter and cartridge increases when blood flow is stopped. Nxstage reviewed the blood loss with the patient's facility. Nxstage considers this report closed.